Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment:incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (batch no. 664661, 664661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery, bilateral salpingectomy to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, treatment medications, new events vaginal haemorrhage, menorrhagia and genital haemorrhage added. Outcome for the events vaginal haemorrhage, menorrhagia and genital haemorrhage added as recovered and for the event pelvic pain added as recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (batch no. 664661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: ortho tricyclen lo from 2004 to 2005. Concurrent conditions included abdominal pain lower. Concomitant products included naproxen sodium (aleve tablet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well diagnostic results: on 02-feb-2015 patient had surgical pathology report resulted in secretory phase endometrium, post ovulatory day 7-8 - myometrium, no pathologic change - serosa, no pathologic change cervix: - mild chronic cervicitis with squamous metaplasia and nabothian cysts fallopian tube, bilateral: - no pathologic change - benign paratubal cyst concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal haemorrhage,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2018: quality safety evaluation of ptc. Entry of FDA codes and device problem code, addition of ptc global number reference, addition of batch information (exp and manufacture dates). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (batch no. 664661, 664661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: ortho tricyclen lo from 2004 to 2005. Concurrent conditions included abdominal pain lower. Concomitant products included naproxen sodium (aleve tablet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well. Diagnostic results: on (B)(6) 2015 patient had surgical pathology report resulted in secretory phase endometrium, post ovulatory day 7-8. Myometrium, no pathologic change. Serosa, no pathologic change. Cervix: mild chronic cervicitis with squamous metaplasia and nabothian cysts fallopian tube, bilateral: no pathologic change. Benign paratubal cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal haemorrhage, pelvic pain. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs+mr received, concomitant condition added, lab data added, event added as :- she did not underwent essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.